Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The helix was clogged with blood and could be extended and retracted within specification after cleaning. The steroid plug was found to be shifted towards the distal end of the helix. No other anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the right ventricular lead exhibited no capture, poor sensing (decreased r-wave amplitudes), and high pacing impedance. Chest x-rays performed on (B)(6) 2019 and fluoroscopy performed on (B)(6) 2019 revealed lead dislodgement. The lead was explanted and replaced. The patient experienced no consequences.